Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. The target lesion being treated was located in the proximal left main (lm) and left anterior descending (lad)arteries. The patient returned in (B)(6) 2010 and coronary angiogram was performed. The proximal lad was 75% stenosed, 3.5mm in diameter and 12mm long. In (B)(6) 2010, a target vessel reintervention was performed in the proximal lad. The patient had no ischemic symptoms. The physician implanted an unknown size promus stent in the lesion. Residual stenosis was 0%. It was noted that the procedure was successfully completed and the outcome resolved. In (B)(6) 2010, a 1 year follow-up was performed. The patient had no anginal symptoms.

Event description:
It was further reported that during the index procedure, the 90% stenosed target lesion being treated was 3.5mm in diameter and 60mm long located in the left main coronary artery (lmca). The lesion was teated with placement of a 2.75x32mm and 3.5x32mm taxus liberte stents. Post dilation was performed. Residual stenosis was 0% with timi 3 flow noted. The patient was discharged 1 day later without complications on aspirin, clopidogrel bisulfate and anplag. In (B)(6) 2010, stenosis in the distal circumflex (cx) was also noted. In (B)(6) 2010, the lad lesion was 75% stenosed, 3.5mm in diameter and 12mm long. The lesion was treated with plain old balloon angioplasty and a promus stent with timi 3 flow noted. The event was considered resolved 1 day later and the patient discharged.

Event description:
Same case as: 2134265-2011-00067. It was further reported that during the index procedure, the 90% stenosed target lesion being treated was 3.5mm in diameter and 60mm long located in the left main coronary artery (lmca). The lesion was teated with placement of a 2.75x32mm and 3.5x32mm taxus liberte stents. Post dilation was performed. Residual stenosis was 0% with timi 3 flow noted. The patient was discharged 1 day later without complications on aspirin, clopidogrel bisulfate and anplag. In march 2010, stenosis in the distal circumflex (cx) was also noted. In june 2010, the lad lesion was 75% stenosed, 3.5mm in diameter and 12mm long. The lesion was treated with plain old balloon angioplasty and a promus stent with timi 3 flow noted. The event was considered resolved 1 day later and the patient discharged.

Manufacturer narrative:
(B)(4) - the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).